Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information and without a device to analyze, a cause for the reported clip close inability could not be determined. The reported difficult to remove cds from sgc appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.' The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the inability to close the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. After the first grasp, it was not possible to fully close the clip arms. The cds was retracted to the left atrium (la) and the cds retracted through the steerable guide catheter (sgc) however one clip arm became stuck outside of the sgc therefore the devices were removed together. Outside the anatomy, it was noted the actuator knob was unscrewed and the soft tip of the sgc was torn. Another sgc was used. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.